Event description:
It was reported that when attempting to use the external pulse generator (epg) system in aai mode, the pacing did not capture the heart. The system was being used on a patient after heart surgery, with the purpose of raising the heart rate. The cable was not tested prior to use. When the cable was replaced, normal pacing was observed. The cable was returned to the manufacturer. There was no information available on the patient's intrinsic rhythm, but no patient complications were reported. The patient is reportedly in good condition after the incident.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was fractured on the plus side, near the connecting point to the epg. (B)(4).